Event description:
It was reported that the patient became paralyzed after a t12 kyphoplasty was performed using stryker devices. Patient had breast cancer that had metastasized into the spine as well and procedure was to help with pain and tumor ablation. Post operative imaging was completed that did show air within the spinal column as well. It should be noted the doctor stated everything went as planned during the surgery without incident and does not feel our devices played a role in this injury.